Manufacturer narrative:
(B)(4). After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that the dental implant needed to be removed because it did not achieve the minimum stability. Moreover, the dental implant was being installed in intraoral region 4#, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant was performed.